Event description:
It was reported that noise was observed on this right atrial (ra) lead when reviewing the presenting electrogram. There was no oversensing or asystole observed. It was noted that patient will follow up with their managing physician at a later time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).